Manufacturer narrative:
(B)(4). Batch #: u5cc7w. Investigation summary: the analysis results showed that one gst60b reload was received with the one piece sled detached and unfired making it nonfunctional. No functional test was performed due the condition of the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. Although no conclusion could be reached on why the one piece sled is detached, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the one piece sled is present. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Although there is no direct evidence of use error, the instructions for use do contain the following caution: insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. A follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric bypass, the sled actually fell out of the staple reload and the cartridge came loose. They used another reload to complete the case. No patient complications.